Manufacturer narrative:
Additional information was received and it was clarified that with no cylinder correction the doctor meant that there was a reduced cylinder correction because the patient had blurry vision. It was also confirmed that there was no rotation done. The patient had an unusual cornea that resulted in an overcorrection in cylinder, so they went straight to an explant. No other information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: exact date unknown, not provided (2017). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct525 21.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017. The lens was unexpectedly too strong and even rotation would not correct the +3.50 cylinder post-operative outcome. The lens was replaced with a zct450 23.5 diopter iol. There was no incision enlargement or vitrectomy. There was no post-operative patient injury. Also, it was reported that the patient's vision improved with no cylinder correction and that the patient is happy with the outcome. No additional information was provided.